Event description:
Caller reported blood glucose results of 400 mg/dl and 121 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to medibo, that during transfer the patient was raised out his wheelchair, and that at this time the two bolts holding the lifting arms in place sheared off. It is indicated that as a consequence, the patient fell back into the wheelchair, without injuries. (B)(4).